Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that, per the x-rays on (B)(6) 2019 and physician records on (B)(6) 2019, there was not a confirmed lead migration. The patient was going to continue to be treated medically and it was noted that the issue was resolved. On (B)(6) 2019, the patient was reprogrammed, but only received 20% relief. It was noted that no further actions were going to be taken.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2022, UDI #: (B)(4). (B)(4), pertain to product ID: 977a260, serial #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to the ER with a new onset of pain in the back and buttocks, and x-rays were performed, which revealed the lead migrated 16 mm from post-op films. The device diagnosis was a lead migration/dislodgement, and the clinical diagnosis was a loss of pain relief. It was noted that the event was possibly related to the device or therapy and unlikely related to the implant procedure. No actions/interventions were taken, and the event was ongoing pending a receipt of records and visit with an hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 (B)(4) implanted: (B)(6)2019 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).